Manufacturer narrative:
The investigation into the aic - pump issue has been completed since the original report was filed. The console was returned for investigation. Testing confirmed that the cause of the issue was a faulty impellatronic board, specifically the epm/eep system of the impellatronic board, which communicates with the impella¿s eeprom.

Event description:
The user facility reported the impella had an impella defective alarm when it connected to the automated impella controller (aic). The impella 5.5 was swapped out, but the issue persisted. Upon replacing the aic, the problem was resolved. The was no patient harm.

Manufacturer narrative:
The impella console device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.